Event description:
Revision surgery performed due to cup undersized and failure of press-fit. The cup was replaced with a versafitcup cc trio ø 52.

Manufacturer narrative:
On 31 march 2017 the medical affairs performed a clinical evaluation and commented as follows: partial revision surgery in an obese woman. As confirmed by the x-rays provided, one year after primary surgery the cup migrated medially and mobilized. The reason of this migration can not be determined with certainty; it appears that the medial wall of the acetabulum was unable to sustain the load after reaming. Additional information received on (B)(6) 2017 and includes: this obese patient had a left pth due to osteoarthritis. The patient came in complaining of mechanical lower limb pain at walking. X-ray, scintigraphy and CT showed a non-integration and migration of the acetabular implant. Batch review performed on 21 april 2014. Lot 152636: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.